Event description:
Per the clinic, the device was explanted (specifc date not reported) for unknown reasons. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.